Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide from a of neff percutaneous access set unraveled. The device was required for a computed tomography guided drain placement in the pelvic cavity. When the wire was removed from the patient, unraveling was discovered. It appeared that the entire wire was pulled out; however, a scan was performed to confirm no pieces were stuck in pelvic cavity. The physician "didn't see anything during procedure". The wire guide and packaging were taken to an office at the facility for further evaluation. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the wire guide from an unknown neff percutaneous access set unraveled. The device was required for a computed tomography guided drain placement in the pelvic cavity. When the wire was removed from the patient, unraveling was discovered. It appeared that the entire wire was pulled out; however, a scan was performed to confirm no pieces were stuck in pelvic cavity. The physician "didn't see anything during procedure". The wire guide and packaging were taken to an office at the facility for further evaluation. No adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of documentation including the instructions for use (IFU), drawings, specifications, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A sales report indicates that npas-100-rh-nt sets are the most sold rpn in the united states and the following investigation will reflect this device. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Due to the limited information, cook was not able to search and narrow down a lot number for this complaint. Cook also reviewed product labeling. This product is not supplied with an instructions for use (IFU) pamphlet. The wire guide holder is supplied with an l_scor label attached indicating not to withdraw or manipulate the wire guide through the needle. Based on the dmr and limited information, cook was not able to find evidence suggesting the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Due to the limited information, it is not known if the wire guide was manipulated or withdrawn though the needle which could have led to this event. It is not known if the patient had any tortuous anatomy which could have led to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.